Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the cannula was missing. The customer¿s blood glucose level was unknown. Customer inserted sensor and it didn't work when it removed from site customer noticed the cannula was missing. The sensor will not be returned for analysis.